Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unintentional covering of the vessel. Add'l device implanted: pxc181200/06285899.

Event description:
In 2009, the pt was implanted with 2 gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. At about 4 months later, a follow-up computed tomography revealed impaired renal sufficiency bilaterally. It was discovered that the original implant of the trunk-ipsilateral leg component was placed too high unintentionally covering the renal artery. In the following month, the pt underwent an endovascular reintervention where a cobalt stent was implanted in the left renal. The pt tolerated the procedure.